Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent multiple skin revisions (dates not reported). The implanted device remains.